Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified cephalic vein. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 6atm. The device was removed from the patient's body without problem and the procedure was completed with a different device. No patient complications were reported.